Event description:
It was reported that during a da vinci prostatectomy procedure, the cable on the prograsp forceps instrument was broken at the tip. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the following damages: there is an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. It was concluded that the damages found to the distal pulley were likely due to mishandling/misuse. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken pitch cable and tube abrasions found during failure analysis investigation could likely cause or contribute to an adverse event if the malfunctions were to recur.